Manufacturer narrative:
Continued from concomitant products: 5076-52 lead, date of implant (B)(6) 2007; 4968-60 lead, date of implant (B)(6) 2021.

Event description:
It was reported that the right ventricular (rv) lead exhibited high/undefined pacing impedance and that a lead fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.